Event description:
It was reported that when the patient presented post procedure follow up on next day, high impedance and threshold changes were noted on the right ventricular(rv) lead. It was suspected that the lead perforated the ventricle. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.